Manufacturer narrative:
(B)(4): results: (direct stenting attempted, contrary to IFU). (Based on the limited information available no root cause can be determined). (Stent deformation and failure to deliver the stent). Conclusion: (direct stenting attempted, contrary to IFU). (Based on the limited information available no root cause can be determined).

Event description:
The physician was attempting to direct stent the lesion with an endeavor resolute rapid exchange (rx) 2.25mm diameter x 24mm length drug eluting stent however, it was reported that the stent could not be advanced. Upon withdrawal it was noted that the stent was damaged. No other clinical sequelae have been reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).